Event description:
No new patient or event information to report since the last report was submitted on 01oct2019.

Manufacturer narrative:
Investigation evaluation: reviews of manufacturing instructions, instructions for use (IFU), and quality control data were conducted during the investigation. The complaint devices were not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record could not be completed due to lack of lot information from the user facility. Because there are no known related non-conformances, adequate inspection activities have been established, and no other known lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The two complaint devices noted were used during a procedure in addition to another two same type devices (patient reference (B)(6)) with known lot number. A total of four devices were used during the procedure. The two devices in this complaint were discarded and therefore not available for return. The two other devices ((B)(4)) from the same procedure were returned. The conclusion of the related complaint was the likely cause was that there was a procedural issue, such as a torturous path or size/location of the stone(s) that damaged the sheaths of the devices and prevented proper basket function. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy (urs) procedure using a ncircle tipless stone extractor, the baskets would not open as they normally do. Two devices from a known lot number experienced this issue first (reference patient identifier (B)(6)). Then, two additional devices with an unknown lot number, experienced similar issues. The procedure was completed by using a fifth same type device. No adverse events have been reported as a result of the alleged malfunction. The patient did not require any additional procedures due to this occurrence.